Manufacturer narrative:
Correction: e1 missing facility and address in initial report.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the laboratory leak test. An internal leak was detected at approximately 135°, with the dialysate ports situated at 0°, on the cavity ID end. The dialyzer was disassembled for further evaluation and a potted fiber fragment was identified at approximately 135° on the cavity ID end. The identified fiber fragment extended out of the pu potting surface and measured approximately 1.75mm in length under magnification (x20). The opposing end of the fiber could not be isolated. During the visual examination, a looped fiber was also identified within close proximity of the fiber fragment on the cavity ID end of the fiber bundle. The looped fiber did not show evidence of a leak. No other damage or irregularities were noted on the returned sample. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no other complaints reported against this lot. There was one unrelated approved temporary deviation notice (dn) noted on the lot. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.